Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator exhibited premature elective replacement indicator. The device resumed normal function and remained implanted. The patient would be monitored.